Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: does the needle fragment remain retained in the patient? Were all needle fragments removed during the initial procedure? What is the patient¿s current status? It was reported by the sales rep that during a c-section the needle broke in half. Fragments were retrieved. There were no adverse patient consequences.

Manufacturer narrative:
Product complaint #: (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, age, bmi at the time of index procedure what was the date of the initial procedure with dr. Baron? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What instruments were used to grasp the needle? Where was the needle grasped during use? Where was the needle fragment located, in what tissue/structure? What portion of the needle tip was retained in the patient (in cm)? Does the needle fragment remain retained in the patient? Were all needle fragments removed during the initial procedure? Was there any change to the patients post operative care due to the extended procedure? Can you identify the product code and lot number? What is the suture size? Will the device involved in the event be returning for evaluation? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and suture was used. While suturing the uterus, the tip of the suture needle broke off. The patient received 3 x-rays trying to locate it. The needle was located, then second x ray it moved, and 3rd x ray could not locate. It is not known where the tip is but could not be located on 3rd x ray. The patient ended up with uterus outside of body for 5 hours. Additional information has been requested.